Event description:
Unexplained disconnection of hemodialysis blood tubing set @ venous line luer connector. Patient had been undergoing hemodialysis for appox 2.5 hours of a 3 hour planned treatment. Results of post mortum exam completed in 2007 indicate cause of death as pulmonary embolism. I thought this had been submitted on four days later, until noticed sixteen days later when updated. Submitted the same day.